Event description:
It was reported that a pt underwent a dental surgery procedure on an unk date and suture was used. The knot untied one day post op and needed to be resutured with a different suture.

Manufacturer narrative:
(B)(4) - knots untying post-operatively. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.